Manufacturer narrative:
Missing UDI. Missing device manufacture date. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was unable to load a patient disc. They burned a second disc and it also did not load. It would throw a "no source data found." Site updated the media io setting per kd article 000004004. Attempted to reload the patient disc with the "unstructured cdr containing dicom images" and got the same error again. Site then attempted "unstructured dicom cdr (alternate module)" and the same error was thrown again. Later troubleshooting found that the reported disc did not load into a separate navigation system, but it did recognize the media and provide a patient name. It threw the unable to interpret header data error. Then attempted to load images into dicom viewer and the program became unresponsive when it began loading the data - stalling at the 98th image found. Checking the integrity of the disc, somebody had written the information on the front with a ball point pen and appeared to "scratch" the inside of the disc - potentially interfering with the disc being read.there was no patient impact reported and a less than one hour delay to surgery.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the hardware functioned as intended. The system then passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.